Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that the customer had high blood glucose levels of 269 mg/dl. The customer reported that the insulin pump was showing a partial or abnormal display. Troubleshooting was done. Customer did a self-check on the insulin pump. Customer did not find any segments missing from the display of the insulin pump. The customer was advised to revert to a back-up plan no additional info is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.